Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away. The customer was in a plane crash. The customer's widow stated that the cause of the crash was not related to diabetes. The customer was wearing the insulin pump at the time of death. The insulin pump was destroyed in the crash, and could not be returned for analysis. Nothing further was reported.